Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. The returned sample was evaluated. Upon initial inspection of the returned sample, the catheter was inserted in a cook introducer and the catheter distal tip was protruding out of the introducer. The shaft of the catheter was necked down proximal of the introducer and appeared stretched. The introducer was accordianed at the proximal end. Insertion was attempted distally and proximally into the catheter using a .035 inch in-house guide wire and resistance was met. The balloon catheter could not be removed from the introducer so they were immersed in a warm water bath. After immersion, removal was successful. An inspection of the removed balloon showed severe necking proximal of the balloon. The result of the investigation was confirmed. The root cause is unknown. The IFU (information for use) for this device states the following: if resistance is felt when either removing the guide wire from the catheter or the catheter from the introducer sheath, stop and consider removing them as a single unit to prevent damage to either the products or the vessel. Applying excessive force to the catheter can result in tip breakage or balloon separation.

Event description:
It was reported that, during a pta procedure, after the third or fourth inflation, the doctor had difficulty removing the balloon through the sheath. The doctor was eventually able to remove the balloon and there was no injury to the pt.